Manufacturer narrative:
Patient kept replacement but did not return suspect product(s) for evaluation. Multiple attempts were made to contact patient/caller but all were unsuccessful. Based off stored results given by caller, patient's testing habits and readings were inconsistent.

Event description:
Pdc received a call on (B)(6) 2012 reporting medical intervention that occurred on (B)(6) 2012 at 9:30 pm. Caller, daughter-in-law of patient, reported that patient was hallucinating and sweating. She tested the patient's glucose level with the prodigy meter and got a reading of 237 mg/dl. Medics were called and their meter read 37mg/dl. Patient was immediately given a glucose injection and administered an IV before being transported to the hospital. Patient was admitted and carefully being monitored to determine why patient's glucose levels continued to drop. Caller had no additional information, as she did not go to the hospital with the patient. Pdc sent replacement products with a prepaid envelope requesting that all suspect products be returned. (B)(6). Date and time appears to not be set up correctly.